Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 79 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer states she manages her diabetes with diet and exercise and has not had any recent changes in her daily routine. Customer is concerned with all readings obtained with meter, especially the reading obtained (B)(6) 2017 at 11:38 pm of 318 mg/dl fasting.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 79 to 110mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is 2/3/2017. The meter memory was reviewed for previous test result history: the 157mg/dl (B)(6) 2017 07:31 am fasting: yes, the 135mg/dl (B)(6) 2017 09:41 pm fasting: no, the 110mg/dl (B)(6) 2017 11:14 am fasting: yes, the 139mg/dl (B)(6) 2017 10:51 pm fasting: yes, the 318mg/dl (B)(6) 2017 11:38 pm fasting: yes. Customer states she manages her diabetes with diet and exercise and has not had any recent changes in her daily routine. Customer is concerned with all readings obtained with meter, especially the reading obtained (B)(6) 2017 at 11:38 pm of 318mg/dl fasting.